Event description:
It was reported that the user experienced recurrent nocturnal low glucose events, including a documented blood glucose of 53 mg/dl, and treated the most recent event with oral glucose tablets; the user declined a callback from customer care, requested to speak with a specific contact, and indicated the device might require a factory reset. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose without reported medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and education. Investigation of this case revealed an unclear cause for hypoglycemia, with no confirmed device malfunction identified during initial support. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.